Manufacturer narrative:
D3 - postal code, d4 - lot #, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Functional test was performed by priming with extension tubing set, and it was found that there was a leakage observed. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that a leak occurred and appeared to happen at the cassette to extension tubing connection. The event occurred while in use with patient, and no harm.